Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary interventional procedure using a 6f sheath. The device was pre-flushed with saline prior to use in the anatomy. Reportedly, the prostyle was advanced into the vessel and no bleed back was noted at the marker lumen. The device was removed, and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling.